Event description:
The catheter was found broken in the mid-shaft when the technician opened the packaging.

Manufacturer narrative:
Device investigation: results: there is a break in the proximal shaft 31 cm from the hub-shaft joint. The proximal and distal shafts are connected only by the stainless steel wrapping wire that has come unwound from the break site. Conclusion: the damage noted in the complaint is confirmed. The break site is not at a material joint and shows stretching and plastic deformation of the material. This break is characteristic of excessive tensile and lateral force being applied to the catheter and likely occurred due to improper handling during removal from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.